Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified longitudinal tear starting 5mm distal of the distal markerband and extending 85mm proximally. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported hat balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femora artery (sfa). A 6.0 x 100, 135cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported hat balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femora artery (sfa). A 6.0 x 100, 135 cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.